Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the instrument was loaded and clamped but would not cycle due to sheared firing rack teeth damage. The instrument firing knobs were retracted. The articulation lever was in neutral position. The instrument was successfully loaded with a reload. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device was fired over tissue that is beyond the recommended thickness range, fired with an obstacle incorporated in the jaws or attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: pre-operative radiotherapy may result in changes to tissue. These changes may cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung segmentectomy, the device was able to fire, however, the staple was not able to form a perfect b shape. It was also noted that poor staple formation led to bleeding. While, the second reload has deformed anvil. Another reload was used to complete the case. There was no patient injury. Medtronic's initial evaluation of the incident device found that the instrument was loaded, clamped, yet would not cycle due to sheared firing rack teeth damage.